Event description:
It was reported that the patient experienced battery percentage fluctuations, necessitating carrying a charging cable at all times. There was no adverse impact to the customer¿s blood glucose level. The patient declined further troubleshooting from technical support and is scheduled to receive a new tandem device as the current one is out of warranty.